Event description:
A surgical coordinator reported that during the implantation of an intraocular lens (iol), the surgeon noted a broken haptic. The lens was removed along with haptic pieces. There was no wound enlargement and the procedure was completed with a back up lens. Additional information was received from the surgeon, who indicated the pt experienced corneal edema and delayed healing. The surgeon also reported the use of an unapproved viscoelastic. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history review indicated the product met release criteria. Additional information was provided, which indicated an unapproved viscoelastic was used. There were no other complaints in the lot. Additional information has been requested. (B)(6).